Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. This report was related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging the device had little black specs in the water. After the device as cleaned, the silver plate was still kind of cloudy. The device was dried with a paper towel and had a lot of black soot. The patient also alleges past medical history of breathing would stop for several hours. It is reported the device is cleaned with vinegar and still water once a week. The patient states their current condition is healthy. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. This report was related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging the device had little black specs in the water. After the device as cleaned, the silver plate was still kind of cloudy. The device was dried with a paper towel and had a lot of black soot. The patient also alleges past medical history of breathing would stop for several hours. It is reported the device is cleaned with vinegar and still water once a week. The patient states their current condition is healthy. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.